Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during and unknown procedure, the blade of the device got broken after putting it in water to cool because the device didn't work and got a higher temperature. It was not possible to use the device, no delay was reported, and patient consequence was not reported. No further information is available.

Manufacturer narrative:
(B)(4) date sent: 5/17/2019 investigation summary the device was received with the blade broken off and not returned with the device; in addition the blade was discolored (blue) due to heat generated from contact between the blade and the tissue pad. The device was functionally tested with a gen11. During functional testing an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. Once minor blade damage has occurred, subsequent activations may increase damage severity and can result in not passing the pre-run test followed by an alert screen, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Manufacturer narrative:
(B)(4). Additional information received from the affiliate: was there any patient consequence? No further information available compared to the initial declaration. In the initial declaration, in the field clinical consequence recognized, it noted "impossibility of use" the device.